Event description:
It was reported that patient presented in clinic for follow-up. The patient's right ventricular (rv) lead exhibited high out-of-range defibrillation impedance. Programming changes were made. Patient was stable, and the patient would continue to be monitored.